Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the physician was unable to insert stylets into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information: d10, h3, h6 the reported event of a stylet that could not be inserted was confirmed. As received, a complete lead was returned in one piece. A stylet was inserted through the proximal end of the lead and was restricted at proximal region due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood.